Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) was able to verify the customer's reported issue. During initial testing, the ventilator failed for non-conformance with a measured peep below specification. (B)(4) replaced the exhalation module to correct the reported issue and returned the device to the customer working to service specifications. No root cause could be determined during bench testing.

Event description:
The customer reported that the ventilator is not holing any positive end expiratory pressure (peep). The customer reported that this issue did occur while on a patient, but there was no harm associated with this issue.